Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer reset the malfunction code after finding online guidance and continued to use the pump without recurrence. Customer technical support advised to report back if the issue arises again.